Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 297 mg/dl. The customer stated that the insulin pump had been exposed to the magnetic field of a magnetic resonance imaging machine. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.